Manufacturer narrative:
Results - load cell.

Event description:
It was reported by service report that the scale is broken and the head lift is drifting. No patient involvement or adverse consequences are reported.